Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt's access vessels were narrow, extremely calcified and tortuous. An introducer sheath was not used due to the narrow vessels. During the advancement of the delivery system it kinked and the physician elected to remove it from the pt. The case was successfully completed with another aneurx device. No clinical sequelae were reported and the pt is fine.